Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath into the pt's artery; however, the iab could not be advanced through the sheath. The scrub nurse stated that the balloon appeared to be unwrapping as the md was advancing it through the sheath. The iab and sheath were removed and the md inserted another sheath and iab without incident. The outcome of the pt is "satisfactory."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.